Manufacturer narrative:
The complaint device has not been returned for a physical evaluation. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint reported from the same facility for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10261. (B)(4).

Event description:
This is the first of two procedures submitted for same issue. Over two cases 4 bioknotless anchors fractured and broke at the distal portion. On the 1st case it was presumed that too much strain and potential malplacement when inserting the anchor could be to blame but when this again happened on the 2nd patient it was suggested there could be a batch issue with the br composition.